Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was not able to confirm the reported event; however, a slow boot was found in programmer error log. The programmer passed incoming functional testing. It was noted the programmer would not power up first two attempts. Analysis found the system fan was noisy. (B)(4).

Event description:
It was reported the programmer screen displayed "fatal system error". The programmer was returned for repair. No patient complications have been reported as a result of this event.